Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) output connector assembly was broken. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular lead would not snap into place. The epg was returned for repair. The epg tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.